Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: opening, broken shell, piece of the shell is missing; underweight. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is; sharp opening on posterior due to an unidentified (tear) opening, striated edge opening on posterior side due to surgical damage and a missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side "implant is completely shredded and dehydrated." Device has been explanted.